Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may -2024, it was reported that the patient encountered two infusion set cannulas kinked event within 3 hours of insertion. Patients' blood glucose level was found to be high and corrected via mdi injection. The site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.